Event description:
It was reported that the device had reached elective replacement indicator early due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had reached elective replacement indicator early due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. High resistance/impedance was noted as high battery impedance resulted in elective replacement indicator (eri). Battery depletion was indicated as eri caused by high battery impedance was noted on (B)(6) 2011 prior to explant. Ramware version 8 installed on (B)(6) 2011. The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as high battery impedance resulted in elective replacement indicator (eri). Battery depletion was indicated as eri caused by high battery impedance was noted on (B)(4) 2011 prior to explant. Ramware version 8 installed on (B)(4) 2011.